Event description:
It was reported that the patient developed an infection. The device and leads were removed. The right atrial lead subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). The initial report of infection was received on (B)(4) 2011 and is normally submitted via an alternative summary reporting (asr) on 31jan2012. Information was subsequently received on 26jan2012 that revealed an out of specification analysis. As there is new information, this lead (B)(4) no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4)-the full lead was returned to the manufacturer, analyzed and tested out of specification. The outer insulation was breached (clavicle-rib crush). The outer insulation had a breached cut. The proximal conductor had blood/body fluid (not obstructed), and there was blood in/on the helix/lobe mechanism.